Event description:
During follow-up, an impedance anomaly was observed. During explant, the high voltage pin of the lead would not disconnect from the pulse generator. Also the helix of the lead could not be rotated. It was undetermined if the lead or device caused the high impedance so both were explanted.